Event description:
Rn went into patient's room to check on patient and (in the present moment) patient noticed one of his tubings (the hazardous spiros) came off and blood was backing up into trifuse. Chemotherapy was not running through tubing at this time through this line. Rn stopped infusion that was running through the syringe line and saw the spiros cap on the primary tubing had come off, however the c-cap was still intact on tubing. Rn notified provider who was at the bedside, cleaned and replaced the tubing. Rn prior to making the hazardous tubing line, checked and made sure the hazardous spiro cap and c-cap was intact and worked properly prior to connecting to patient before this event occurred.